Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30541508) and a 5mm x 33mm embotrap ii revascularization device (et007533 / 20f138av) reached the target position, the physician withdrew the microcatheter to release the embotrap ii device, but the stent component of the embotrap ii was impeded in the microcatheter and could not be released. The physician retracted the microcatheter and the embotrap ii revascularization device and observed that the stent body was deformed. A new competitor microcatheter and a competitor stent replaced the complaint devices and the procedure was completed. There was no negative impact to the patient; no patient complication or adverse event reported. A photo of the embotrap ii device was included in the complaint. On 28-aug-2022, additional information was received. The information indicated that the target vessel was the basal artery. The damage / deformity noted on the stent body was that it kinked / bent. The embotrap ii stent was still attached to the device when it was removed from the patient. The microcatheter was reported to have corrugated bending. An adequate continuous flush was maintained through the microcatheter. Force was not inadvertently applied to the embotrap ii device during use. There was no clinically significant delay in the procedure as a result of the reported issue. On 06-sep-2022, additional information was received. The information indicated that there was nothing unusual noted about the system prior to use. The deformation / damage present on the device was not observed during the device preparation prior to use. The device did not show any signs of damage / deformation prior to use. Information on the specific pass sequence that the device was on when the reported deformation / damage was reported could not be obtained. The number of passes made with the embotrap ii device prior to the pass where the deformation / damage was observed could not be obtained. The product analysis lab reviewed the photo of the embotrap ii device that accompanied the complaint. The review is documented below. [Photo analysis]: the photo shows evidence of deformation of the outer cage of the embotrap device. It appears that the floating crowns of two of the body segments of the outer cage have engaged with the cells of the inner channel, resulting in deformation to these body segments, and possible resultant deformation to other parts of the device as a result of the device expanding in an irregular manner. No other damage or deformation was visible on the outer cage and inner channel of the device. The presence of distal and proximal radiopaque coils, and distal and proximal bonds were confirmed from the photograph provided. The presence and condition of the radiopaque markers, and condition of the radiopaque coils, bonds and fillets, insertion tool and majority of the shaft could not be confirmed from the photograph provided. Engagement between the floating crowns of the outer cage and inner channel can occur as a result of attempts to advance the device in an expanded state (i.e., within a vessel larger than the recommended microcatheter ID of 0.021¿). Attempting to advance the device in an expanded state means that the cells of the outer cage and inner channel will be open, increasing the possibility of engagement between the floating crowns of the outer cage and an open cell on the device. The complaint event description reported that it was not possible to withdraw the microcatheter to release the stent (i.e., unsheathe the device) indicating that the device was being delivered within an appropriate vessel ID when the complaint event occurred. This indicates that this deformation was not identified on the device during preparation prior to the first pass with the device, as the IFU states not to use damaged or kinked devices. This suggest that the device was not in this condition when removed from the device packaging. It was not reported whether the complaint event occurred on the first pass, or if the device had been used prior to this pass; therefore, it is possible that prior to the pass when the complaint event occurred the device was advanced in an expanded state, resulting in the deformation present and failure to unsheathe the device on the pass being attempted during the complaint event. This cannot be confirmed from the information provided; therefore, the root cause of this complaint event cannot be confirmed. Conclusion: the review of the provided photographs indicates there is deformation present on the embotrap device, where the floating crowns of two of the body segments of the outer cage have engaged with the inner channel of the device. The root cause of this complaint event cannot be confirmed from the provided photographs. There is no indication that this event is a result of a defect or malfunction of the device. A review of the manufacturing documentation associated with this lot (20f138av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified deformation present on the outer cage of the embotrap device. Interlocking of the floating crowns of one of the body segments was observed, and it appeared that this was contributing to overall deformation of the outer cage. This interlocking of the floating crowns of that body segment, deformed that body segment, and the remainder of the outer cage appears to have deformed as a result of this deformation. No further damage was observed on any other locations of the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The interlock present on the floating crowns of the 2nd body segment was removed and the overall shape of the device saw minor improvement. The device did not fully regain its normal shape, this is likely a result of being constrained in the deformed configuration as a result of the interlocking of the floating crowns. The prowler select plus microcatheter used during the procedure was also returned and showed no evidence of gross damage or deformation under visual inspection. This was sent to the relevant complaint analysis site and was therefore not used in any further aspects of the investigation. The damage noted during the visual inspection under magnification i.e. Interlocking of the floating crowns of the outer cage is consistent with attempted delivery of the device in an expanded state. The IFU states not to advance the device in an expanded state. In an expanded state the outer cage cells are open, increasing the potential for adverse engagement between the floating crowns of the outer cage with other cells on the outer cage or the cells of the inner channel. The returned embotrap device was successfully passed through a 0.0195-inch ID tube (both with and without the interlocked floating crowns), confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The ptfe insertion tool was not returned therefore could not be inspected. Device insertion and deliver assessments were performed using the returned embotrap device and a sample prolwer select plus microcatheter. The returned embotrap device was successfully delivered to the distal tip of the sample microcatheter without issue. The complaint event was not recreated (i.e., the returned device was successfully deployed from within the prowler select plus microcatheter). Attempts to recreate the deformation present on the returned product were carried out by advancing the device against resistance in an expanded state. The complaint event report stated that the complaint event occurred when delivering the device through a prowler select plus microcatheter but did not state which pass this occurred. Therefore, it is possible that on a pass prior to the complaint event the device may have been advanced in an expanded state. Following advancement of a sample device against resistance in an expanded state similar damage to what was observed on the returned device was evident, indicating that this is a possible cause of this type of damage. The root cause of this damage cannot be confirmed, as it was not confirmed from the report details when the complaint event occurred, and delivery of the returned device with a sample prowler select plus microcatheter did not confirm the complaint event. Investigation conclusion: the returned embotrap device shows evidence of overall deformation of the outer cage of the device, resulting from interlocking of the floating crowns on one of the body segments of the outer cage. No further damage or deformation was observed on the remainder of the device. Based on the investigation carried out with the returned embotrap device and a sample prowler select plus microcatheter the root cause of the complaint event cannot be confirmed. The returned device was successfully delivered through a sample prowler select plus microcatheter, indicating that there should have been no issue with deploying the device. A possible cause of the deformation present on the returned device was shown to be advancement of the device in an expanded state, where the cells of the outer cage are open and there is increased possibility of adverse engagement between the floating cells of the outer cage. There is insufficient detail in the complaint event description to confirm that this may have occurred, as it is not stated when the complaint event occurred (i.e., did it occur on the first pass with the device, or were there passes prior to the complaint event where it could have been advanced in an expanded state). The root cause of the complaint event cannot be determined. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00558. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-sep-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2022-00081 and 3008114965-2022-00558. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab reviewed the photo of the embotrap ii device that accompanied the complaint. The review is documented below. [Photo analysis]: the photo shows evidence of deformation of the outer cage of the embotrap device. It appears that the floating crowns of two of the body segments of the outer cage have engaged with the cells of the inner channel, resulting in deformation to these body segments, and possible resultant deformation to other parts of the device as a result of the device expanding in an irregular manner. No other damage or deformation was visible on the outer cage and inner channel of the device. The presence of distal and proximal radiopaque coils, and distal and proximal bonds were confirmed from the photograph provided. The presence and condition of the radiopaque markers, and condition of the radiopaque coils, bonds and fillets, insertion tool and majority of the shaft could not be confirmed from the photograph provided. Engagement between the floating crowns of the outer cage and inner channel can occur as a result of attempts to advance the device in an expanded state (i.e., within a vessel larger than the recommended microcatheter ID of 0.021¿). Attempting to advance the device in an expanded state means that the cells of the outer cage and inner channel will be open, increasing the possibility of engagement between the floating crowns of the outer cage and an open cell on the device. The complaint event description reported that it was not possible to withdraw the microcatheter to release the stent (i.e., unsheathe the device) indicating that the device was being delivered within an appropriate vessel ID when the complaint event occurred. This indicates that this deformation was not identified on the device during preparation prior to the first pass with the device, as the IFU states not to use damaged or kinked devices. This suggest that the device was not in this condition when removed from the device packaging. It was not reported whether the complaint event occurred on the first pass, or if the device had been used prior to this pass; therefore, it is possible that prior to the pass when the complaint event occurred the device was advanced in an expanded state, resulting in the deformation present and failure to unsheathe the device on the pass being attempted during the complaint event. This cannot be confirmed from the information provided; therefore, the root cause of this complaint event cannot be confirmed. Conclusion: the review of the provided photographs indicates there is deformation present on the embotrap device, where the floating crowns of two of the body segments of the outer cage have engaged with the inner channel of the device. The root cause of this complaint event cannot be confirmed from the provided photographs. There is no indication that this event is a result of a defect or malfunction of the device. A review of the manufacturing documentation associated with this lot (20f138av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00558. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30541508) and a 5mm x 33mm embotrap ii revascularization device (et007533 / 20f138av) reached the target position, the physician withdrew the microcatheter to release the embotrap ii device, but the stent component of the embotrap ii was impeded in the microcatheter and could not be released. The physician retracted the microcatheter and the embotrap ii revascularization device and observed that the stent body was deformed. A new competitor microcatheter and a competitor stent replaced the complaint devices and the procedure was completed. There was no negative impact to the patient; no patient complication or adverse event reported. A photo of the embotrap ii device was included in the complaint. On 28-aug-2022, additional information was received. The information indicated that the target vessel was the basal artery. The damage / deformity noted on the stent body was that it kinked / bent. The embotrap ii stent was still attached to the device when it was removed from the patient. The microcatheter was reported to have corrugated bending. An adequate continuous flush was maintained through the microcatheter. Force was not inadvertently applied to the embotrap ii device during use. There was no clinically significant delay in the procedure as a result of the reported issue. On 06-sep-2022, additional information was received. The information indicated that there was nothing unusual noted about the system prior to use. The deformation / damage present on the device was not observed during the device preparation prior to use. The device did not show any signs of damage / deformation prior to use. Information on the specific pass sequence that the device was on when the reported deformation / damage was reported could not be obtained. The number of passes made with the embotrap ii device prior to the pass where the deformation / damage was observed could not be obtained.